Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and no capture after an epicardial ablation. The lv lead was explanted and replaced. During explant, insulation damage was noted on the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419488 lead, implanted: (B)(6) 2010. (B)(4).